Event description:
It was reported that the fiber would not fire after multiple tries. The procedure was completed using an alternate device. There were no patient complications. Analysis of the returned device identified a break at the body of the fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break at the body of the fiber, as the fiber was received in two pieces. Functional testing conducted identified that the aim beam could not be seen due to the body break. It is likely that procedural handling of the device during unpacking and preparation, may have contributed to the fiber body break. There could have been a kink on the fiber body and when passed through the scope and fired caused the fiber body separation leading to the fiber not firing. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.

Event description:
It was reported that the fiber would not fire after multiple tries. The procedure was completed using an alternate device. There were no patient complications. Analysis of the returned device identified a break at the body of the fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a break at the body of the fiber, as the fiber was received in two pieces. Functional testing conducted identified that the aim beam could not be seen due to the body break. It is likely that procedural handling of the device during unpacking and preparation, may have contributed to the fiber body break. There could have been a kink on the fiber body and when passed through the scope and fired caused the fiber body separation leading to the fiber not firing. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l lp fiber, verify that the ball tip is complete and not damaged. Hold the fiber tip to a non-reflective surface and ensure that a circular green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement.